Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure. The customer¿s blood glucose was unknown. The troubleshooting was assisted troubleshooting for hardware low level failure and self test was passed. Customer reported that the insulin pump had flow blocked alarm and resolved by changing complete set. Customer stated that they have tried all remedies. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.